Event description:
On 12/30/96 u/s r leg-extensive r remoral dvt. Vena cava filter inserted (surgeon notes pt is obtunded. 12/30/96 cxr - no acute process. 12/31/96 pt expired - resp failure - no autopsy performed. Clinical pulm embolus.